Manufacturer narrative:
The device has been rec'd at the MFR for testing. An eval will be conducted, and a f/u report will be submitted after the quality investigation is complete.

Event description:
It was reported that at the end of a surgical procedure, the pump would not hold pressure which caused bleed through into the surgical site. There were no adverse consequences and no procedural delay.